Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had physical damage on the lead body. Additional information obtained from the field representative indicates that this ra lead was functional prior to generator change, when it was hooked to the new can, it was noted that the lead was not functional. The physician dug around in the pocket and showed that the lead was in 2 pieces. The field representative did not witness that the lead was being cut but had seen that the lead was in 2 pieces. The physician put a new ra lead. This ra lead was surgically abandoned. No additional adverse patient effects were reported.